Event description:
Additional information received reported that during the six month perioperative and 12 months perioperative assessment, the patient's spasticity and activities of daily life function was noted as 'improved.' The patient had a refill on (B)(6) 2013 which was one week after the scheduled refill date. The reservoir volume was 0.0 ml. A contrast study was performed due to 'slightly hardened spasticity.' The drug could not be aspirated from the catheter access port. The drug was refilled and the patient's condition was being observed. It was later reported that catheter occlusion was suspected. 'Transmission xx interference was performed' and revealed no occlusion. The patient outcome was noted as recovered as of (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8711cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that one week after the due date of the refill was past and the reservoir volume was 0ml, a refill was performed. A contrast study was performed to confirm there was no problem with catheter, but "drag was not run off." The check was performed. "Although drag could not still be run off", the contrast agent and saline could be injected and "drag diffusion" was confirmed. Thus, the catheter was not replaced and the patient will continue to be monitored. The pump was delivering gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated/corrected to reflect the date the manufacturer received the previously reported information.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a contrast study showed no particular obstruction.